Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. A video of the surgical procedure was received and reviewed by an ees engineer. His comments are as follows: my observations after watching the entire video several times are as follows: prior to the subject event firing at approximately 0:25 into the video, as the open device comes into view I noticed an object hanging from the staple pocket face of the anvil. At approximately 0:31 the object came further into view, and appeared to be a staple. The object was confirmed to be a staple when at approximately 0:36 into the video a staple flipped up onto the top of the anvil. This is an indicator the device cleaning between firings needs to be improved. Surgical mater from a previous firing can be brought out of the device throat on the next firing causing cutting issues and/or staple formation issues. As the device was being placed and repositioned, it appeared that the device was crossing the existing staple line at an angle to close to perpendicular. The concerns here is that as the knife moves forward it get trapped by the staples rather than sliding past the staples. When this occurs the knife cannot effectively cut the tissue. Instead the knife tends to plow through the tissue. This plowing effect creates tissue tension as tissue bunches up, and as it moves forward the tissue flow can result in jagged cut line and malformed staples. Leaving an in effectively sealed transection. Hence bleeding can occur. Another possible contributing factor is at approximately 1:09 into the video the device is closed and fired within 6 seconds. The "instruction for use" recommends waiting 15 seconds to allow tissue fluids to exudate before firing. The final possible contributor was the close proximity of the stapler to the ils anvil. The proximity appeared to be very close which may have restricted the tissues ability to compress as well as creating tissue tension. Additionally the close proximity might create unwanted tissue tension on the anastomosis. Summary: based on my experience and what I observed. This event was probably and interaction of two or more of the above observations. If I was to pick which observation was the largest contributor to the event. I would pick "b" addressing the angle at which the two staple lines crossed. The analysis found that the long60a device was received in good visual condition and with an ecr60g reload loaded in the device. The reload was received partially fired. A partial fire can occur if the firing sequence is interrupted. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. In addition, please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic bypass procedure, the device clipped partially. Another device was used to complete the procedure. There were no adverse consequences for the patient.